Manufacturer narrative:
(B)(4) - device portion left in patient is not labeled in the IFU. Quality control (qc) confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks prior to further processing. The device was not returned to assist in the investigation. It is possible that the device encountered resistance beyond its design due to scarring at the insertion site. We are continuing to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk analysis (qera) was not updated in response to this complaint. The addition of this complaint would not change the occurrence rate or risk priority number. Therefore, the conclusion is that no further mitigating action is necessary at this time, is still valid.

Event description:
The outer tip broke off about 2cm in the pt and remains there. Additional information received on (B)(4) 2011 - the case was a perm cath insertion through the internal jugular (ij). It was realized after the case that the tip broke off. They are not certain that it was left in the patient within the subcutaneous tissue. The patient is ok and there are no plans for removal.